Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a primary knee replacement last week utilizing revision components because he had previous severe trauma to his right leg causing some tibial deformity. After reviewing patients post op range of motion and x rays, surgeon decided to go back in and excise a small piece of posterior tibia to hopefully improve rom and swapped poly. The initial poly used in primary case was a size 6-6mm attune revision poly and after piece of posterior tibia was removed in revision, surgeon replaced it with a size 6-12mmpoly. Doi: (B)(6) 2020; dor: (B)(6) 2020; affected: right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.